Event description:
It was reported that a post-operative chest x-ray indicated that the atrial lead dislodged. The lead was repositioned and remains in use. It was noted that the patient is taking part in the miracle ef study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4396-88 implantable pacing lead (B)(6) 2013; 5076-58 implantable pacing lead (B)(6) 2013; c4tr01 implantable pulse generator (ipg)(B) (6) 2013. (B)(4).